Event description:
Covidien received information of a ventilator with an erratic display. The malfunction did not occur during patient use.

Manufacturer narrative:
Covidien reference number: (B)(4). The covidien customer support engineer inspected the device and verified the reported malfunction. The cse found the upper display to be distorted. The cse replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.